Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level of 53 mg/dl. Glucose gel and soda was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 52 mg/dl was entered in the pump by the user on (B)(6) 2019. Prior to the low bg the user delivered a 3.23 unit bolus for a bg of 155 mg/dl and 38 grams of carbohydrates. The user¿s continuous glucose monitor (cgm) was disconnected for approximately two hours prior to the low bg. Cartridge change sequence was completed on(B)(6) 2019. Having cgm disconnected prevents the basal iq software from helping reduce frequency and duration of low glucose events. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.